Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side "been feeling a tissue that nobody knows what it is","afraid about the news that those implants had a high risk of lymphoma and cancer","cystic image of 2 mm in the interlining the lower quadrants of posterior depth and two in the upper outer quadrant of average depth of 4. 4 and 3. 1 mm", and "observing the presence of irregular linear images[..] To consider intracapsular rupture data." Device remains implanted.